Manufacturer narrative:
Device was not returned and no evaluation is possible on the actual device. However the existing retain samples from lot (rmi #1620) are re-inspected, results are saved as rmi 160093. No failure or abnormality was found on products in the inventory. In addition a relevant test was performed by product engineer and no hardening or any type of degradation was observed during the 10 days test period. This complaint will be monitored for trending purposes and is added to the related logs and charts. Device was not returned.

Event description:
Ram cannula has become hard causing nasal trauma with extended use.